Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter with an unknown wire and an unknown catheter/device. There was damage to the tip of the device. Microscopic and tactile examination revealed numerous kinks to the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A guidezilla guide extension catheter was used with an endoscope. During the procedure, the guidezilla was removed and put once back into the hoop. When the device was taken out from the hoop to be used again, it was found that the guide segment has been detached. The physician felt like the device had touched or come into contact with the endoscope while inside the patient. The procedure was completed with another guidezilla catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a shaft break occurred. A guidezilla¿ guide extension catheter was used with an endoscope. During the procedure, the guidezilla¿ was removed and put once back into the hoop. When the device was taken out from the hoop to be used again, it was found that the guide segment has been detached. The physician felt like the device had touched or come into contact with the endoscope while inside the patient. The procedure was completed with another guidezilla¿catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).